Event description:
It was reported that the hub of the sheath in a rosch-uchida transjugular liver access set separated. During a tips (transjugular intrahepatic portosystemic shunt) procedure for a 67-year-old male patient, the hub of the sheath broke upon insertion/puncture of the sheath. The user retracted the device and used another like device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg.? Device evaluation anticipated but has yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 - primary UDI number; h6 - annex a, annex g. Investigation ¿ evaluation. It was reported that the hub of the flexor sheath in a rosch-uchida transjugular liver access set separated. During a tips (transjugular intrahepatic portosystemic shunt) procedure for a 67-year-old male patient, the hub of the sheath broke upon insertion/puncture of the sheath. The user retracted the device and used another like device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), and quality control, as well as a visual inspection of the returned device, were conducted during the investigation. One used flexor sheath was returned to cook for evaluation. Upon visual inspection, it was noted the sheath was torn above the hub. There was sheath material left in the hub. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no quality control discrepancies. A complaint history search identified one other event reported for a related failure mode. Additional related lots were reviewed and no discrepancies or complaints were found. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the available information, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be component failure unrelated to any manufacturing or design deficiencies. It is possible that as the different components were being advanced through the sheath, the sheath became damaged and separated. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 correction: a2, a4 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The description of the event was clarified on (B)(6) 2025. It was reported that the10f introducer sheath was inserted into the 10f/40cm sheath and punctured through the jugular vein. When the 10f introducer sheath was withdrawn, the 10f/40cm sheath broke at the caudal connection.